Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the corresponding tubing to the needle vent line. Repairs per established procedures were verified and results meet published performance specifications. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a fluid leak (approximately 5 ml) in the coulter lh 750 analyzer near the needle vent line. The user was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident and was not in contact with the leak. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated to this complaint.